Manufacturer narrative:
The reported events were dislodgement and failure to capture. As received, a complete lead was returned for analysis. The double bend was measured, and it was within product specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported during in clinic follow up that the left ventricular lead exhibited a loss of capture. Chest x-ray revealed the lead had dislodged. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.